Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One (1) 3i t3® non-platform switched tapered implant 3.25 x 11.5mm (bost3211) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified the implant with general signs of use, no apparent malfunction was identified. Product matched print specification where measured (caliper ID: cal4063 due: jun 11, 2021). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 24 (fdi) and was used for approximately 2 months and 2 days. The customer provided one (1) x-ray. Review of appropriate documentation: documents reviewed: p-iis086gi rev. G 10/2019; potential adverse events; page 1. DHR review was completed for the subject lot number (2019091879). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (2019091879) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical: pain) or product (bost3211). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported implant removed due to pain. Another implant would be placed.